Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had sustained ventricular tachycardia (vt) on (B)(6) 2022. The patient had an echocardiogram performed on the same day and was treated with inotropes on (B)(6) 2022. This treatment resolved the arrhythmia. It was noted that the arrhythmia was unrelated to the left ventricular assist device (lvad) or device therapy. The patient had also developed an infection on (B)(6) 2022, which was possibly related to the lvad. Blood cultures were taken and came back positive for streptococcus aggalactiae, group b. An x-ray, echocardiogram, and computed tomography (CT) scan were all performed. The CT results revealed questionable fluid/gas adjacent to the lvad pump as well as around the proximal aspect of the driveline. The patient was given pipercillin-tazobactam and vancomycin for 2 days to treat the infection. It was also noted that the patient had to be resuscitated.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of infection, sepsis, right heart failure, arrhythmia, bleeding, renal dysfunction, hepatic dysfunction, patient-related conditions, and subsequent patient outcome could not be conclusively established through this evaluation. Additionally, the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review and no product was returned for analysis. A specific cause for the alarm could not be conclusively determined through this evaluation; however, the account indicated that the alarms resolved after treating the patient¿s cardiac arrhythmia. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, sepsis, right heart failure, arrhythmia, bleeding, renal dysfunction, hepatic dysfunction, and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, lists infection and arrhythmia as potential late postimplant complications. This section also provides information on caring for the driveline exit site as well as controlling infection. Additionally, this section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, the IFU and patient handbook outline care instructions in reference to preventing infection as well as suggested responses in the event of infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on the morning of (B)(6) 2022, the patient presented to the hospital with a fever, diaphoresis, and chills. The patient tested negative for covid-19, but had an elevated white blood cell count (wbc). Blood cultures were taken and the patient was started on vancomycin and zosyn. A computed tomography (CT) scan was performed on the same day, which found punctate foci of gas and ill-defined soft tissue adjacent to the left ventricular assist device (lvad) pump. Later in the day on (B)(6) 2022, the patient was lying in bed and had a loss of consciousness and the monitor alarmed for ventricular tachycardia (vt). Their oxygen saturations decreased into the 80s and the lvad alarmed for low flows. Code blue was alarmed and oxygen was applied. The patient's heart rhythm converted to sinus rhythm without intervention and the alarms stopped. The patient was mentating normally when the code blue team had arrived. The patient was then started on dopamine and transferred to the intensive care unit (ICU). An ultrasound was performed which revealed there was no obstruction of the inflow cannula. On (B)(6) 2022 dopamine was stopped and they were transferred to the step down floor. Also on (B)(6) 2022 the blood cultures showed streptococcus agalactaie. On (B)(6) 2022 a transthoracic electrocardiogram (tte) was performed to rule out vegetation and no vegetation was found. The patient was discharged home on (B)(6) 2022 on an intravenous (IV) ceftriaxone via a peripherally inserted central catheter (PICC). On (B)(6) 2022 the patient was readmitted for bleeding from a small sore on their left chest under their breast. A computed tomography revealed there was an increasing size of an air fluid collection inferior to the lvad and increased fluid collection surrounding the driveline. The patient was started back on vancomycin and zosyn. On the (B)(6) 2022 the patient had their lvad explanted and had a rotaflow implanted. Post-operatively the patient was very hypertensive and required vasopressor infusions, volume resuscitation and numerous blood products. They also entered atrial fibrillation and was treated with a 5 mg load of amiodarone. The patient experienced heart failure symptoms and was given nitric oxide. It was also noted the patient had developed renal dysfunction and hepatic dysfunction, so they were put on dialysis. The patient was then taken back to the operating room for a chest exploration. A large amount of clotted blood was removed during this operation and an examination of the chest wall revealed active bleeding. The bleeding was stopped with electrocautery. Their chest closure was delayed until (B)(6) 2022. After discussion with the patient's family, it was decided they would be transitioned to comfort care. The patient passed away on (B)(6) 2022.